Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by cloudy effluent, abdominal pain and diarrhea. The patient was not hospitalized for the events. Two days after the onset, the patient was retrained on aseptic technique and was treated with vancomycin (1 gm, once every 3 days, route not reported) for peritonitis. Treatment with vancomycin was ongoing. The patient was recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.